Event description:
It was reported the left ventricular lead had no capture. During the lead revision, half of the grommet came out when loosening the set screw. It was also noted by the patient the device would not program right. The device and lead were explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed no anomalies.